Event description:
It was reported that the left ventricular exhibited loss of capture due to exit block, out of range impedance measurements were also noted. The lead was explanted and replaced on (B)(6) 2014. During explant, insulation damage was observed. No patient symptoms were reported.

Manufacturer narrative:
Final analysis of the lead found insulation abrasion at 16.0 cm from the lead tip. A fracture was observed at this point, resulting in an open circuit. This resulted in the reported complaint from the field.